Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise oversensing on the right ventricular (rv) lead channel that correlated with a surgical procedure. Technical services (ts) was consulted and upon review, false ventricular arrhythmia episodes were noted. Magnet placement prevented the device from delivering inappropriate therapy. Ts confirmed the device operated as programmed. No adverse patient effects were reported. This device remains in service.